Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), genital injury ("fallopian tube rupture"), device expulsion ("migration and/or perforation/migration of essure device location of device: uterine wall/failure to occlude (close)fallopian tube(s),"), perforation ("migration and/or perforation"), genital haemorrhage ("abnormal bleeding/ hemorrhage") and pregnancy with contraceptive device ("pregnancy (nocomplications)") in a 35-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I and parity 1 (09aug2003, 11feb2008, 01mar2010, 21sep2012.). Concomitant products included naproxen sodium (aleve caplet) since 2000 and paracetamol (tylenol) since 2000. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("debilitating menstrual pain/dysmenorrhea (cramping"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), cervix inflammation ("inflammation ofcervix"), ovarian cyst ("ovarian cyst") and breast swelling ("swollen breast"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("cramping"), menstruation irregular ("irregular menstrual cycles,"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("bloating"), endometriosis ("endometriosis,"), cystitis ("cystitis,"), menstruation delayed ("delayed menstrual periods") and anaemia ("anemia"). Last menstrual period and estimated date of delivery were not provided. Essure treatment was not changed. At the time of the report, the device breakage, genital injury, device expulsion, perforation, genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, abdominal distension, endometriosis and cystitis had not resolved and the pregnancy with contraceptive device, abdominal pain, menstruation delayed, vaginal haemorrhage, menorrhagia, cervix inflammation, ovarian cyst, breast swelling and anaemia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anaemia, breast swelling, cervix inflammation, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, hypersensitivity, infection, menorrhagia, menstruation delayed, menstruation irregular, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 4-dec-2012: total bilateral occlusion; on 19-feb-2013: total bilateral occlusion; on 7-jun-2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical problem ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), genital injury ("fallopian tube rupture"), device dislocation ("migration and/or perforation/migration of essure device location of device: uterine wall/failure to occlude (close)fallopian tube(s),"), perforation ("migration and/or perforation"), genital haemorrhage ("abnormal bleeding/ hemorrhage") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 35-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I and parity 1 ((B)(6) 2003, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012.). Concomitant products included naproxen sodium (aleve caplet) since 2000 and paracetamol (tylenol) since 2000. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("debilitating menstrual pain/dysmenorrhea (cramping"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), cervix inflammation ("inflammation ofcervix"), ovarian cyst ("ovarian cyst") and breast swelling ("swollen breast"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("cramping"), menstruation irregular ("irregular menstrual cycles,"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("bloating"), endometriosis ("endometriosis,"), cystitis ("cystitis,"), menstruation delayed ("delayed menstrual periods") and anaemia ("anemia"). Last menstrual period and estimated date of delivery were not provided. Essure treatment was not changed. At the time of the report, the device breakage, genital injury, device dislocation, perforation, genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, abdominal distension, endometriosis and cystitis had not resolved and the pregnancy with contraceptive device, abdominal pain, menstruation delayed, vaginal haemorrhage, menorrhagia, cervix inflammation, ovarian cyst, breast swelling and anaemia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anaemia, breast swelling, cervix inflammation, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, hypersensitivity, infection, menorrhagia, menstruation delayed, menstruation irregular, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drug and events- delayed menstrual periods, pregnancy (no complications), abnormal bleeding (vaginal), menorrhagia, inflammation of cervix, ovarian cyst, swollen breast, anemia, device ineffective were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital injury ('fallopian tube rupture'), device expulsion ('migration and/or perforation/migration of essure device location of device: uterine wall/failure to occlude (close)fallopian tube(s),'), perforation ('migration and/or perforation'), genital haemorrhage ('abnormal bleeding/ hemorrhage') and pregnancy with contraceptive device ('pregnancy (nocomplications)') in a 35-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1 ((B)(6) 2003, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012.), abnormal uterine bleeding and tobacco user. Concurrent conditions included amenorrhea. Concomitant products included naproxen sodium (aleve caplet) since 2000 and paracetamol (tylenol) since 2000. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("debilitating menstrual pain/dysmenorrhea (cramping"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("menorrhagia"), cervix inflammation ("inflammation ofcervix"), ovarian cyst ("ovarian cyst") and breast swelling ("swollen breast"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("cramping"), menstruation irregular ("irregular menstrual cycles/ delayed periods"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("bloating"), endometriosis ("endometriosis,"), cystitis ("cystitis,"), menstruation delayed ("delayed menstrual periods") and anaemia ("anemia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, genital injury, device expulsion, perforation, genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, abdominal distension, endometriosis and cystitis had not resolved and the pregnancy with contraceptive device, abdominal pain, menstruation delayed, vaginal haemorrhage, heavy menstrual bleeding, cervix inflammation, ovarian cyst, breast swelling and anaemia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anaemia, breast swelling, cervix inflammation, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, heavy menstrual bleeding, hypersensitivity, infection, menstruation delayed, menstruation irregular, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Discrepancy noted:date(s) of insertion: (B)(6) 2010 (as per pif), (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2021: medical record received. Essure removal date, medical history and reporter information was added. Action taken with drug updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital injury ('fallopian tube rupture'), device expulsion ('migration and/or perforation/migration of essure device location of device: uterine wall/failure to occlude (close)fallopian tube(s),'), perforation ('migration and/or perforation'), genital haemorrhage ('abnormal bleeding/ hemorrhage') and pregnancy with contraceptive device ('pregnancy (nocomplications)') in a 35-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1 ((B)(6) 2003, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012.), abnormal uterine bleeding and tobacco user. Concurrent conditions included amenorrhea. Concomitant products included naproxen sodium (aleve caplet) since 2000 and paracetamol (tylenol) since 2000. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("debilitating menstrual pain/dysmenorrhea (cramping"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("menorrhagia"), cervix inflammation ("inflammation ofcervix"), ovarian cyst ("ovarian cyst") and breast swelling ("swollen breast"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("cramping"), menstruation irregular ("irregular menstrual cycles/ delayed periods"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("bloating"), endometriosis ("endometriosis,"), cystitis ("cystitis,"), menstruation delayed ("delayed menstrual periods") and anaemia ("anemia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, genital injury, device expulsion, perforation, genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, abdominal distension, endometriosis and cystitis had not resolved and the pregnancy with contraceptive device, abdominal pain, menstruation delayed, vaginal haemorrhage, heavy menstrual bleeding, cervix inflammation, ovarian cyst, breast swelling and anaemia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anaemia, breast swelling, cervix inflammation, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, heavy menstrual bleeding, hypersensitivity, infection, menstruation delayed, menstruation irregular, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Discrepancy noted:date(s) of insertion: (B)(6) 2010 (as per pif), (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: final report unticked and annex e updated. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), genital injury ('fallopian tube rupture'), device expulsion ('migration and/or perforation/migration of essure device location of device: uterine wall/failure to occlude (close)fallopian tube(s),'), perforation ('migration and/or perforation'), genital haemorrhage ('abnormal bleeding/ hemorrhage') and pregnancy with contraceptive device ('pregnancy (nocomplications)') in a 35-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 1 ((B)(6) 2003, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012.), abnormal uterine bleeding and tobacco user. Concurrent conditions included amenorrhea. Concomitant products included naproxen sodium (aleve caplet) since 2000 and paracetamol (tylenol) since 2000. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("debilitating menstrual pain/dysmenorrhea (cramping"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("menorrhagia"), cervix inflammation ("inflammation ofcervix"), ovarian cyst ("ovarian cyst") and breast swelling ("swollen breast"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain lower ("cramping"), menstruation irregular ("irregular menstrual cycles/ delayed periods"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("bloating"), endometriosis ("endometriosis,"), cystitis ("cystitis,"), menstruation delayed ("delayed menstrual periods") and anaemia ("anemia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robotic total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, genital injury, device expulsion, perforation, genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, abdominal distension, endometriosis and cystitis had not resolved and the pregnancy with contraceptive device, abdominal pain, menstruation delayed, vaginal haemorrhage, heavy menstrual bleeding, cervix inflammation, ovarian cyst, breast swelling and anaemia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anaemia, breast swelling, cervix inflammation, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, heavy menstrual bleeding, hypersensitivity, infection, menstruation delayed, menstruation irregular, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Discrepancy noted: date(s) of insertion: (B)(6) 2010 (as per pif) and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Lot number: a14897, manufacture date: 2012-05, and expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), genital injury ("fallopian tube rupture"), device dislocation ("migration and/or perforation"), perforation ("migration and/or perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain "), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles,"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), tooth disorder ("tooth decay"), fatigue ("fatigue"), abdominal distension ("bloating"), endometriosis ("endometriosis,") and cystitis ("cystitis,"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, genital injury, device dislocation, perforation, genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, tooth disorder, abdominal distension, endometriosis and cystitis had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, hypersensitivity, infection, menstruation irregular, pelvic pain, perforation, rash, tooth disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.